Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: on investigation, the pump powered on with a fully functional, clear and legible display screen. The pump was opened for further investigation; the display flex was found to be fully seated and engaged with the connector. Investigation did not duplicate the complaint of a blank screen and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a display (blank display) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.